Manufacturer narrative:
The instability reported in experience was likely the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses. A review of the DHR and/or the sterilization records was not conducted because the event as described is a clinical event that does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Possible causes of instability are listed in rmr (750-2005-021-rmr-implants rev k). Subluxation of the prosthesis or any of its components may require a second surgical intervention or revision is listed under the device specific risks in the equinoxe shoulder system IFU 700-096-060 rev m.

Manufacturer narrative:
Pending evaluation.

Event description:
Primary surgery: (B)(6) 2018. Instability / subluxation. The case report form indicates this event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities. Action taken: none.